Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no add'l info has been provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A root cause has not been identified. (B)(4).

Event description:
A nurse administrator reported that a pt was diagnosed with endophthalmitis following cataract surgery. A culture was performed and was (B)(6) for pseudomonas. The pt is being treated by a retinal specialist. The phacoemulsification system was placed in isolation by the customer, and no add'l info was provided regarding the system or the event. Multiple attempts have been made to obtain add'l info, but none has been provided.